Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dyspnea and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013 the 2.5x23 xience xpedition stent was implanted in the distal left anterior descending coronary artery (dlad). In (B)(6) 2015 the patient had chest pain, shortness of breath, and dyspnea on exertion. No treatment was given for the shortness of breath and dyspnea. In-stent restenosis was found and the dlad was percutaneously revascularized on (B)(6) 2015. The condition resolved on (B)(6) 2015. There was no adverse patient sequela. No additional information was provided.